Manufacturer narrative:
On (B)(6) 2017, the fse called the customer approximately 14 hrs later and was informed that in the meantime the customer cleaned the chute and the machine was functioning as intended. No further action required from field service. The probable cause of the event was the waste chute clogged. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 the customer reported on the aia-2000st, the error 4193 during the night shift. The field service engineer ( fse) was dispatched to address the reported event over the phone. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. .